Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual examination found one external abrasion breaching the outer insulation 7.6-8.2 cm from the connector pin at the proximal region exposing the outer coil consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.